Event description:
A review of service data detected a reportable event. During servicing, monitor (B)(4) failed the 3100 functional test per (B)(4). The monitor would not deliver pulses. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The cause of the monitor's failure to deliver pulses was a defective auxiliary board. The root cause of the auxiliary board failure was not positively identified but was likely random component failure. The last pt to use this monitor did not report any deficiencies. No adverse event resulted from the defective monitor.